Event description:
It was reported to a co rep during a trade show that the bag component of the device broke during the user's quality assurance testing program. There had been no intent to use this unit for a blood product intended for a patient. No patient was involved.